Manufacturer narrative:
On 04/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged being 5 millimeter inaccurate when tracking a midas rex with the silver suretrak. The medtronic representative noted they re-calibrated the tracker several times, however, continued to be inaccurate with this tracker. The medtronic representative recommended the site switch to using the black, larger tracker, and the issue was resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.